Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 18256 and data files were returned for analysis. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for 7 applications. However, the catheter usage date recorded on the smart chip (B)(4) did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. The received patient data file showed the date was erroneous: 2001-01-02. The patient file showed 7 applications were performed using the console with serial number (B)(6) and balloon catheter number 1 identified as a 2af283 with lot number 18256. It showed system notice 50012 (the refrigerant delivery path is obstructed) during the transition phase at applications 1 and 3. Console output data (pressure, preset pressure, temp and flow) using the same console and balloon catheter showed earlier balloon deflation during transition phase at applications 2,4,6, and 7. The patient file showed 13 applications were performed using the console with lot number 5k0829 and balloon catheter number 2 identified as a 2af283 with lot number 18256. The console output data (pressure, preset pressure, and flow) didn't show any temperature artifact during ablation. Pressure was tracking preset pressure and flow readings were as expected. In conclusion, temperature dropping quicker than expected was not confirmed through testing and data analysis and the balloon catheter passed the returned product inspection. The assessment for contributing factors indicated there is no relationship of the product analysis result to the event, possible causes of the reported event may be attributed to the capital system used along with the disposables. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, without complete occlusion of the pulmonary veins, the balloon temperature dropped quicker than expected. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.